Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure wire one of which extends into the endometrial chamber & is embedded within endometrium'), device expulsion ('migration of essure device location of device: right essure clip - portions observed in endometrial canal,is embedded within myometrium'), genital haemorrhage ('abnormal heavy bleeding') and bipolar I disorder ('manic depressive disorder') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concurrent conditions included ovarian cyst, vaginal itching, anxiety, suicidal ideation and postpartum stress disorder. Concomitant products included gabapentin (neurontin), ibuprofen and intrauterine contraceptive device (iud nos). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced back pain ("severe back pain"). In (B)(6) 2012, the patient experienced abdominal pain lower ("severe lower abdominal pain") and pelvic pain ("pain, severe pelvic pain"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), rash ("skin rashes"), migraine ("migraines"), skin disorder ("skin conditions") and headache ("headaches,"). In (B)(6) 2014, the patient experienced tooth loss ("tooth loss"). In 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced bipolar I disorder (seriousness criterion medically significant), post-traumatic stress disorder ("ptsd") and depression ("depression"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses, abnormal bleeding- menorrhagia ") and tooth disorder ("dental problems"). The patient was treated with surgery (vaginal hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, vaginal infection, menorrhagia, back pain, abdominal pain lower, pelvic pain, dyspareunia, fatigue, weight increased, weight decreased, tooth loss, rash, vaginal haemorrhage, bipolar I disorder, post-traumatic stress disorder, depression, migraine, skin disorder, dysmenorrhoea, headache, nausea and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, bipolar I disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, rash, skin disorder, tooth disorder, tooth loss, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: the endometrium is tan pink lush & measure up to 0.3cm in thickness. In place within the bilateral cornu are metallic essure wire one of which extends into the endometrial chamber & is embedded within endometrium. The myometrium measure up to 1.8cm in thickness.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-nov-2019: mr received : case was updated from other event to incident. Following event was added : metallic essure wire one of which extends into the endometrial chamber & is embedded within endometrium. Device removal date added. Concomitant conditions, and reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.